Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4), arjohuntleigh (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer 2011-(B)(6): (B)(6) potential incident - resident had finished her bath, caregiver has raised her up to take her out of the tub. She moved her to the side of the tub, then lowered her to dry her. The cg had dried the resident's hair then handed her the towel so that the resident could continue to dry herself. The cg then turned to grab a towel (approx 7 feet). At this point she heard the chair fall. She turned around and the resident was on the floor. She went over and loosened the alenti belt because it was tight around the resident. She then called for help and held the resident's head to comfort her. (B)(4).